Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Based on the reported information, the guide wire tip most likely separated due to being trapped in the calcified, fibrous, and restenosed cto lesion and/or by the stent which had been already implanted, under such condition the manipulation to the guide wire applied and some excessive force during advancement/removal and/or bending might result in the breakage of core wire at an unknown point; however, without the return of the device a conclusive cause for the separation can not be determined. It should be noted that the warning section in the instructions for use states: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively it may break or become damaged, resulting in fragments being left inside the vessel. The lot history record was reviewed and there were no reported anomalies for this part and lot. Additionally, a review of the complaint handling database was performed and there were no other incidents reported with this part and lot combination. (B)(4).

Event description:
It was reported that the procedure was to treat a chronic totally occluded (cto) lesion with a restenosed, older stent (unknown type) in the right coronary artery via a right coronary artery retrograde approach. Several non-abbott guide wires were used in an attempt to cross the cto lesion, but were unsuccessful. The confianza guide wire was successful in reaching the lesion with no resistance felt during advancement; however, did meet resistance with the cto lesion, causing the guide wire tip to become caught in the distal portion of the lesion. On angiography, while trying to spin the guide wire through the cto, the distal tip of the guide wire was noted to not be rotating and at this time the guide wire core separated. When the guide wire was retracted, the coils stretched into the aorta where they remained. The decision was made to send the patient for coronary artery bypass surgery, during which the entire guide wire was able to be removed successfully. The patient is reported to be fine after surgery. No additional information was provided.